Event description:
It was reported that the patient's right ventricular lead exhibited noise due to electromagnetic interference (emi). No intervention was performed. There were no patient consequences.